Manufacturer narrative:
Analysis results: the overheating could not be duplicated, since the motor would not start up. The m4 handpiece was not recognized by the test console, because the motor/cable assembly required replacement. All internal parts were heavily corroded/contaminated with foreign debris. The bearings were worn out, and the output shaft was corroded.

Event description:
It was reported that while servicing, the handpiece overheated.there was no patient impact.